Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one clearlink system ext set .22micron filter luer act valve in which a leak was observed during an infusion of IV fluids on an infant in the nicu. It was reported that the two components at the y-site separated and blood and the IV fluid backed up into the tubing. The set was not being used with a pump at the time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not received for evaluation. However, baxter representatives were able to visually examine the sample at the facility and obtain photographs. The visual examination at the facility and photographs confirms separated tubing. The cause of this malfunction has been identified as insufficient solvent and improper tubing. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.